Event description:
Event description boston scientific cardiac rhythm management (crm) received information that during interrogation of a cardiac resynchronization therapy defibrillator (crt-d) during a normal follow-up, the sensing and impedance measurements on this implantable transvenous defibrillation lead were noted to be good; however, the threshold was 7.5v @ 2ms and the lead was not pacing nor capturing the ventricle. It was reported that the patient was not pacemaker dependent. No adverse patient effects have been noted.